Event description:
The ventilator was originally returned to the field service center to repair a damaged pigtail. The field service center reported the ventilator intermittently turns off and then restarts.